Manufacturer narrative:
Height: 170 cm. Implant day unknown. Visual inspection: n/a. Permeability test: n/a. Adjustment test: n/a. Braking force and brake function test: n/a. Results: the shunt system was sent to us with bloody residues and tissue remnants. Against this background, the prosa shunt system was assessed at the high risk level for us. We do not have the necessary resources to investigate such contaminated products. We cannot remove tissue buildup of this kind without risking personal health. Under these conditions, an examination is not possible. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there is an issue with adjustment. The reporter indicated that a 5 year 2 month post-operative valve is not able to be adjusted. The device was explanted. Additional event details have not provided, however, have been requested.